Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer stated they re-calibrated after performing maintenance and calibrations were successful. The customer stated that controls were acceptable prior to the event. Dat controls run after the event were within range. The field service engineer determined the sample probe was clogged. The probe was replaced. Calibration, controls, and correlation studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The customer stated they received discrepant results for an unspecified number of patient samples tested on a cobas c 503 analytical unit. Results from multiple assays were affected. Affected samples had positive drugs of abuse panel results that all repeated as negative. The customer provided examples of 4 samples with discrepant results. Results for the following tests were affected: glucose hk gen. 3, unknown drugs of abuse tests (dat), calcium gen.2, and alt. The customer decided to repeat the sample due to patient sample results not meeting the clinical statuses of the patients and all dat tests having positive results. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a glucose value of 85 mg/dl and it repeated as 200 mg/dl. A corrected report was issued for the sample. The second sample had initially positive dat panel results and these tests repeated with negative values. No specific tests or values were provided. The third sample initially resulted in the following values: glucose = 32.3 mg/dl, calcium = 3.5 mg/dl, alt = 9.14 mg/dl. This sample repeated with the following values: glucose = 79.5 mg/dl, calcium = 9.06 mg/dl, alt = 25.8 mg/dl. No questionable results were reported outside of the laboratory for this sample. The fourth sample initially resulted in a glucose value of 94.5 mg/dl and it repeated as 221 mg/dl. The repeat value matched the patient's clinical condition and a corrected report was issued.